Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure. According to the complainant, during the procedure the probe would not generate heat. An endostat generator was used and the generator settings were unknown. It was also unknown if a bsc active cord was used during the procedure, however, the same generator settings and active cord was used to complete the procedure. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of probe would not generate heat. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.